Event description:
During patient's right ankle surgery, fluoroscopy was utilized to evaluate implant, and noted a retained fragment of drill bit within the osseous structure. Attempt made to remove it was unsuccessful without causing potential harm to patient. Decision made to leave fragment in bone as it will not cause patient harm as it sits, retained hardware is not near neurovascular structures and is buried within bone. Length retained within bone measures 9.0 mm on post-operative imaging. Disclosure of the retained drill bit was disclosed to patient and her husband, and that there would be more harm to remove the fragment than to leave it. Discussed w/surgeon. FDA safety report ID# (B)(4).